Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the vad coordinator contacted the MFR via e-mail. The hosp sent in waveforms via e-mail after the pt had been getting intermittent power limit advisory alarms. The pt was also having moderate amounts of bloody drainage oozing around the device exit site. The MFR reviewed the waveforms, which revealed high current. The pt had been admitted to hosp one week prior for fever, chills, and increased drainage at the device exit site. The pt had become unstable and had an acute hypoxic episode and was intubated. The vad coordinator reported that the pt had suffered a "hypoxic stroke" with residual facial drop. Weakness, and difficulty in speech, which are currently resolving. At this time, the pt is in the fixed mode with a beat rate of 76bpm, stroke volume (sv)-63ml and a device flow rate of 5.4lpm. The pt was noted to have power limit advisory alarms when bending over and sitting. The MFR and hosp personnel discussed the issues and the possibilities of this alarm, involving inflow/outflow kinks, obstruction, tamponade. The MFR discussed with the vad coordinator the importance of not getting any fluid in the vent line, especially the bloody drainage seeping at the exit site. Also reviewed if fluid should enter the vent line, the possibility of pump stopping. The vad coordinator stated that they would have the ip console with stroke volume limiter available and ready for immediate use.